Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard the device alert. The left ventricular lead impedance is high and the pacing threshold has increased. Follow-up with the clinic revealed that the device patient alert trigger level has been programmed to 3000 ohms. No patient complications have been reported as a result of this event.